Manufacturer narrative:
H6- medical device problem code 2017 clarifier: failure to follow steps/instructions. H6- medical device problem code 1494 clarifier: indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a venotomy closure of the common femoral vein was attempted with three prostyle devices after an echmo wean interventional procedure using a 25f sheath. Reportedly, femoral imaging was not performed. The suture was not present when the plunger was pulled back for the first and second prostyle devices. The third prostyle device functioned as intended, but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, sheath 25f was used. The electronic prostyle instructions for use (IFU), states: the perclose prostyle suture mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For access sites in the common femoral vein using 5f to 24f sheath. It was also reported that femoral imaging was not performed. It should be noted that the prostyle IFU states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violations contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.